Event description:
A discordant, false negative human chorionic gonadotropin (hcg) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s), who questioned it. The patient had an ultrasound, which showed that she was pregnant. A new sample was drawn and run on the same instrument, resulting higher than the initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist evaluated the instrument data and did not find evidence of a malfunction. The ccc instructed the customer to change the assay range for hcg. The customer updated the range from 0-1000 to 1-1000, which would flag results <1 as below assay range. The cause of discordant false negative hcg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.